Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no thermal damage was observed and no arcing was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute. The instrument was found to have a broken conductor wire fbf within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the yaw pulley. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. The instrument was found to have charring and localized melting at the yaw pulley. The complaint regarding a broken cable was confirmed by failure analysis.